Manufacturer narrative:
Unknown zimmer articular surface, part number unknown, lot number unknown.

Event description:
It has been reported that the patient underwent a right knee revision due to instability and patellar component disassociation.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.